Event description:
The customer reported that quality control (qc) results on a unicel dxc 660i synchron access clinical system were outside of acceptable limits. While on site to investigate the qc issue, the beckman coulter (bec) field service engineer (fse) reported a cartridge chemistry sample probe leak on the instrument. The leak was contained to the instrument. The fse was wearing a lab coat, gloves, and mask when the leak was discovered. There were no reports of direct contact with the leak or of injury as a result of the leak. There were no erroneous results generated in connection to the leak.

Manufacturer narrative:
The fse evaluated the instrument and determined the cartridge chemistry sample syringe was the cause of the leak. The fse replaced the syringe and plunger. There were no further reports of leaks or of qc issues. The syringe and plunger were returned to bec and inspected, which confirmed the syringe and plunger as the cause of the leak. (B)(4).